Event description:
This is a spontaneous report by a physician from (B)(6) of peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. The patient contacted baxter (B)(4) technical service center ((B)(4)) stating he experienced physical deconditioning and abdominal pain during draining at cycle 2 of 3. Upon follow-up with the physician, it was revealed that the patient developed a catheter related infection (from exit site to tunnel) and peritonitis. On (B)(6)2010, the patient was hospitalized for the events of peritonitis and catheter related infection. On an unreported date, the patient was treated for the peritonitis and catheter related infection with cefamezin and modacin (dose, frequency and route not reported). It was not reported if antibiotic treatment was started prior to the micro-organism analysis, or it treatment had continued. The events of peritonitis and catheter related infection were ongoing. Pd therapy continued unchanged. The physician believed the events of peritonitis and catheter related infection were not related to pd therapy because the peritonitis was caused by the catheter related infection.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown; as the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem.